Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringes did not retain liquid, and there was no suction. Per phone call on (B)(6) 2020, health professional called to report the syringes in the irrigation tray would not retain what they draw up as if there was no suction. They found 3-4 that would not work like. However, they were able to use other lots, and there was no harm or change to treatment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the syringes did not retain liquid, and there was no suction. Per phone call on 04-mar-2020, a health professional called to report the syringes in the irrigation tray would not retain what they drew up, as if there was no suction. They found 3-4 that would not work. However, they were able to use other lots, and there was no harm or change to the treatment.